Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced phrenic nerve palsy (pnp). The case was aborted and the patient was under general anesthesia. The pnp had started to recover at the end of the procedure. It was further reported the patient was "doing good and breathing very well, no issues, fully recovered." No further patient complications have been reported as a result of this event.